Manufacturer narrative:
Technician found head end hydraulic cylinder is leaking oil and drifting down. Technician replaced head end hydraulic cylinder to resolve.

Event description:
Customer alleged head end hydraulic cylinder drifts down.